Manufacturer narrative:
An event of device embolization into the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. The size of the laa was 12mm by 20mm, and the sizing of the device was determined using echocardiography and fluoroscopy. On (B)(6) 2023, an echocardiogram was performed prior to discharge, and the device was discovered to have completely dislodged from the implant site and was in the left atrium. The device was percutaneously snared from the patient. The patient did not have any clinical signs or symptoms during or after this event. The patient stayed in the hospital for one day longer than planned. The patient status was reported as stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.